Event description:
Nurse threaded catheter, withdrew needle, laid aside because of blood flow from catheter, reached for her j-loop extension set and was stuck in her right hand, possible index finger. Hospital following needlestick protocol.